Event description:
Procedure: stress urinary incontinence. According to the reporter: the pt's alleged injury.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4).

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer). (B)(4).

Event description:
Per additional information received,urinary tract infection (uti), vaginal discharge with odor, right sided discomfort, bacterial vaginosis, vaginal bleeding, pain with intercourse, granulation tissue at the apex of the vagina and pelvic discomfort - scheduled for removal and cauterization of the area of granulation tissue. Underwent removal and cauterization of the area of granulation tissue under general sedation. Vaginal/vulvar irritation, intermittent red spotting, vaginal bleeding, green vaginal discharge. Pelvic/suprapubic pain - she had gone to the emergency room at (B)(6) (reports unavailable). Diagnosed with bone spurs in her hip and suprapubic bone - recommended a colonoscopy (reports unavailable). She does have a colorectal surgeon who has removed some hemorrhoids (reports unavailable). Severe dyspareunia, lot of vaginal discharge, urinary incontinence, urinary urgency, urinary frequency, loss of urine with cough and nocturia - scheduled for anterior colporrhaphy, urethral lysis and removal of sling mesh. Underwent anterior colporrhaphy, urethral lysis and removal of sling mesh under general endotracheal anesthesia.